Event description:
Additional information reported patient experienced recurrent corneal edema (microcystic corneal edema grade 2) and inflammation since surgery that would not resolve with topical therapy. Corneal transplant was recommended and patient is currently recovering.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod27, patient experienced "bcva loss of 2 lines or more...subject could not refract better than 20/160" and "slit lamp exam noted corneal folds 1+, microcystic corneal edema 2+, and corneal staining 3+." Treatment of muro 128 (tid) was continued from post-implant and prednisolone (qid) was started. Hcp stated corneal events could attribute to the bcva loss. On pod132, patient experienced "bullous keratopathy, corneal edema, and decrease in bcva" requiring surgical intervention of descemet's stripping endothelial keratoplasty. Events not resolved. Device remains implanted.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Additional information reported symptoms resolved.